Event description:
The customer reported experiencing a low blood glucose (bg) level displayed as "low"; however, specific value was not provided. Cause was not known.  The customer¿s husband prepared carbohydrates for the customer to consume to address the decreased low, due to the customer ¿not feeling as sharp¿. In response to the low blood glucose event, the customer consumed carbohydrates, with assistance from her husband, to stabilize her condition.